Event description:
Pt called in 4/2002 alleging that their fasttake meter was reading inaccurately high. Pt rec'd a 247 mg/dl on their fasttake meter. Pt then took 14 units of insulin prior to eating dinner. Within 1/2 hour, " pt was sitting on the couch and started having slurred speech, eyes were glazed over and practically fell over while sitting down". Pt's family member proceeded to test pt on their one touch basic meter and got a reading of 42 mg/dl. Family member then administered a shot from the glucogun and gave pt some orange juice. After 15-20 minutes, pt began to come back around and husband tested pt again on the one touch basic meter and got a reading of 78 mg/dl. Family member then took pt to ER where they were for about 3-4 hours. Pt was tested at the hospital and got a reading of 180 mg/dl. Pt was monitored and released. "Doctor's eval was that pt went into insulin shock." Pt went in for a f/u with their normal physician the following day. Unable to obtain more info. Sending letter.